Event description:
Optiflow junior nasal cannula was in-place and delivering oxygen to the patient. Upon physical assessment, it was noted that the spring tubing had detached from the nose piece. There was no prior interaction with the nasal cannula that was identified as causing the detachment.